Event description:
Procedure: unk. Sex: unk. According to the reporter, after using for 2 days, the white "fixed-part" broke apart and leaked. The broken port was noticed during an infusion and replaced immediately.

Manufacturer narrative:
Initial report sent to FDA on 07/06/2007.